Manufacturer narrative:
The ventilator was investigated by our field service engineer fse. The reported problem could not be duplicated. The ventilator passed all safety and functional tests and was cleared for clinical use. No ventilator malfunction was found. The received logs revealed several alarms dated (B)(6) 2021, expiratory minute volume low, peep low, respiratory rate high. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. No parts were replaced. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator alarmed for low peep (positive end expiratory pressure). There was no patient harm. Manufacturer's ref.#: (B)(4).